Event description:
On 05/15/06, nellcor received a report where it was claimed that the device would not inflate. Further information provided by the customer on 08/18/06, claimed that the cuff would not inflate. The customer reported the device was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress.